Manufacturer narrative:
Updated additional information received that the implant coil remains in the patient and pushwire was likely discarded; therefore, no definitive conclusion can be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The axium coil has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information.

Event description:
Medtronic received report axium 3d coil non-detachment during a procedure. The patient was undergoing coiling treatment of a small, unruptured saccular aneurysm in the anterior communicating artery (aca.) The aneurysm measured 6.5mmx4.3mm. Vessel tortuosity was described as normal. Reported device and any accessory devices were prepared as indicated in the IFU. It was reported that during the procedure, the axium coil was unable to be detached using an instant detacher. Afterward, the physician attempted to detach the axium using the manual method (breaking the hypotube), but the coil still did not detach. The coil was attempted to be removed; during removal, the coil detached while in the catheter. There were no reports of patient injury in association with this event.